Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.

Event description:
Further information: the patient received surgery for brain tumor removal. During surgery handpiece (gb751r) was used for skull rubbing. After the procedure operator could not remove drilling bit from the handpiece. Contacted engineer who checked and considered to be failure of bearing. Reporter considered this "may result in permanent harm to patient. According to the available information, there were no negative consequences for patient.

Manufacturer narrative:
Investigation on going. Additional information / results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hi-line xs straight. It was reported that during surgery the handpiece ((B)(4)) was used for "skull rubbing". After the procedure the operator could not remove drilling bit from the handpiece. Contacted engineer who checked and considered it to be failure of bearing. There was no patient harm. The procedure being performed had been brain tumor removal. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).